Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after loss of consciousness. The ventricular lead exhibited intermittent loss of capture. A chest x-ray revealed the lead dislodged. The lead was explanted and replaced.